Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep met with the patient on 2021 (B)(6) to train her on her patient programmer. Before the training, the interrogated her device and ran am impedance check. Left lead displayed abnormal impedances. C three (3) impedances are 2,929. 0 three (3) = 4,496 ohms, 0 two (2) = 2,430 ohms. 0 one (1) = low. C zero (0) = 1,317 c one (1) = 1,302 . Fortunately, patient is programmed using c two (2) so no impact on therapeutic settings. Therapy impedances = 1,269 ohms and 5.4 volts. Right brain lead = c eight (8) = 2,471 ohms. All bipolar impedances involving range between 2,506 ohms - 3,316 ohms . Fortunately, patient is programmed using c ten (10) so no impact on therapeutic settings. Therapy impedances = 799 ohms and 3.1 volts. No further complications were reported.